Manufacturer narrative:
Date of event: 19aug2019. Date of report: 03sep2019.

Event description:
The customer reported alarm(light emitting diode) led failed. There was no patient involvement.

Event description:
The customer reported alarm(light emitting diode) led failed. There was no patient involvement.

Manufacturer narrative:
MFR received date: 20sep2019. The manufacturer¿s international service technician confirmed the reported issue. Occurrence of check vent error 1105 (alarm led failed) was confirmed by operational check. The manufacturer¿s international service technician replaced the defective power switch overlay to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.